Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient woke to the pump alarming for a loss of prime and a blood glucose (bg) of in the 400's mg/dl with large ketones, nausea, hunger, thirst, increased urination, and "cloudy" eyes. The patient was treated with an injection and the patient bg decreased to 256 mg/dl with reduced symptoms. The reporter stated that the patient's pump was losing prime at times which was increasing in occurrence to a few times a day. The reporter stated that the loss of prime warnings were occurring with cartridges from different boxes; the reporter stated that the boxes of cartridge were all placed in one container. The reporter stated that the site and set were changed but the pump would again emit a loss of prime warning. The reporter filled a new cartridge from a different box and the pump was able to prime successfully. The reporter performed a 5 unit air bolus and confirmed that insulin was coming from the end of the tubing. The pump is to be returned for investigation. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
(B)(4): the pump performed an ezprime sequence without alarms. The pump force sensor calibration was tested and was found to be detecting force correctly. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box history showed that loss of primes occurred associated with low non-zero force that the pump detected and alarmed appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.